Event description:
It was reported the subject device the button 1 torn off ¿ device not working. The issue was found at procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d8, h2, h3, h4, h6, h11. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on button, the switches of the scope/camera head do not work. In addition, the following reportable malfunction was found during the device evaluation: damage on button. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.